Event description:
It was reported intraoperative that the guiding catheter and pacing lead perforated toward the left ventricle side. A kink was also noted on the catheter. The catheter was replaced. During the slitting of the replacement catheter the lead dislodged. Another catheter was used to complete the procedure. The pacing lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.